Event description:
Device 3 of 3 (see MFR report #s 1627487-2010-03139 and 1627487-2010-03140 for devices 1 and 2). The pt received her scs system on (B)(6) 2008 consisting of an ipg, two extensions and one surgical lead. On (B)(6) 2010, it was reported that the pt's scs system had been explanted three days earlier. Her lead reportedly eroded through the skin at the lead incision site. Due to the slow healing of the wound, the physician suspected an infection. A culture was taken, but the results were not disclosed. It is unk whether the explanted devices will be returned to the manufacturer for analysis or if the pt will receive a replacement system.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The lead passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.